Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee (bk) vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was then removed and completed the procedure with a different device. There were no patient injury reported and the patient condition was good.